Manufacturer narrative:
The complaint received states that post index procedure this (B)(4) study patient suffered a seizure, possible related to cerebral hyperperfusion syndrome. This is a cardiac allograft vasculopathy male with medical history including hyperlipidemia, smoking and hypertension. The index procedure was performed was performed on an 80% occluded lesion in the proximal left internal carotid artery of 2mm in length in a 4.0mm vessel diameter with mild vessel tortuousity. The (arch ii) eccentric lesion was mildly calcified. A 5mm medium support angioguard rx was successfully deployed, the lesion was pre-dilated with a 4x20mm balloon. An 8x30mm precise pro rx stent was successfully deployed at the target site. Post-dilatation was performed with a 5mm balloon. The angioguard was removed and there was no debris found in the basket. Post-procedure intracranial arteriography revealed brisk flow with no evidence of distal embolization in both views. The residual diameter stenosis measured 0%. Later the same day the patient was found unresponsive followed by temporary confusion with disorientation and memory loss. The possible diagnosis of a seizure was in the absence of any other explanation as it was unwitnessed. Per the investigator, hyperperfusion is a possibility. The patient was transferred to ICU with supportive care as indicated and was back to baseline at the time of discharge. The patient made a full recovery with no deficit and no sequelae. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263964 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15263964. No nonconformance records were issued for this lot. Hyperperfusion syndrome, with concomitant neurologic symptoms such as seizure, is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant medications: intra-procedure medications included heparin. Pre and post-procedure medications included clopidogrel and aspirin. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The email received from the (B)(4) study indicated that on the same day as the index procedure the patient experienced a seizure. The possible diagnosis of a seizure was in the absence of any other explanation as it was unwitnessed. It occurred somewhere around 8 or 9 in the evening. The patient was found unresponsive initially followed by temporary confusion with disorientation and loss of memory. A possibility is that it was hyperperfusion syndrome. The patient was transferred to ICU with supportive care as indicated and was back to baseline at the time of discharge. The patient made a full recovery with no deficit. Pta was performed on an 80% occluded lesion in the proximal left internal carotid artery of 2mm in length in a 4.0mm vessel diameter with mild vessel tortuousity. The (arch ii) eccentric lesion was mildly calcified. A 5mm medium support angioguard rx was successfully deployed, the lesion was pre-dilated with a 4x20mm balloon. An 8x30mm precise pro rx stent was successfully deployed at the target site. Post-dilatation was performed with a 5mm balloon. The angioguard was removed and there was no debris found in the basket. Post-procedure intracranial arteriography revealed brisk flow with no evidence of distal embolization in both views. The residual diameter stenosis measured 0%.

Event description:
Additional information was received stating the investigator felt the event was not related to cordis product. The event was related to the index procedure.